Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the critical care unit (ccu) for brady related pauses. Upon interrogation, high, out of range pacing lead impedance and failure to capture were observed. Isuprel was administered via IV to increase the intrinsic rate and the device was reprogrammed. The lead was replaced on (B)(6) 2017. The patient was stable post procedure.